Event description:
Reporter indicated a vns pt had recurrent swelling and pain at the vns generator site. Fluid from the site was previously aspirated, but continued to recur. Cultures of the fluid did not identify any infection, and the incision site did not appear to be infected. The pt later had exploratory surgery of the vns generator site, where it was noted the vns generator header was corroded, and the vns led pin appeared to be "soft" and the lead appeared "weakened". High impedance was obtained with a new vns generator and the resident lead, indicating a lead fracture was likely. The generator and lead were removed, and no new devices were implanted. Prior to surgery, it was noted the generator was at eos = yes, indicating generator end of svc, and vns diagnostics were unable to be completed due to the suspected depleted battery. The depleted battery is likely premature, as a battery estimate indicated over 8 yrs remaining. The premature end of svc is likely due to the generator header corrosion, and the header corrosion is likely due to the lead fracture. F/u with the treating neurologist revealed vns device diagnostics in (B)(6) 2010 were within normal limits, the pt had no known trauma, and did not manipulate the vns. F/u with the reporter revealed the pt is healing well. It is likely a new vns sys will be implanted when the pt has fully recovered. Attempts for return of the explanted devices have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.